Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
Note: this report is one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, the syringes would allow the balloon to inflate, but the gauge would not move on the syringe, so they could not see how much they inflated the balloon. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.